Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, loss of sensing and loss of capture as noted on the atrial lead. Diagnostic imaging was performed and confirmed dislodgement. The atrial lead was repositioned and the patient was in stable condition.